Event description:
It was reported that the customer went to the emergency room (ER) with an intermittent blood glucose (bg) level of high-800 mg/dl; reportedly the customer had incorrectly filled the cartridge with cold insulin. Reportedly the customer changed infusion set then gave a bolus to address bg. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 9 hours later with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.